Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was removed and a balloon pinhole was noted. The procedure was completed with a different device used. No patient complications were reported.